Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module was not attached to the wall outlet during the night. Due to a red battery alarm and yellow wrench alarm the power module would be sent for repair.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a red battery/yellow wrench alarm on the power module was confirmed. The power module (serial number: (B)(6)) was returned to the european distribution center and was tested on (B)(6) 2023. The 12v backup battery was inserted into the power module and it was noted that the yellow wrench icon was dimly lit. Upon connection of ac power, the power module began to alarm with a red battery/yellow wrench. The 12v backup battery was replaced, and the unit functioned as intended. The backup battery was forwarded to the product performance engineering (ppe) lab for further analysis. The 12v power module backup battery (serial number: (B)(6)) was measured to be ~5.16v upon return to the ppe lab. The battery was inserted into a functioning test power module; however, the power module was unresponsive to the backup battery. The unit alarmed with red battery/yellow wrench upon connection to ac power. An attempt was made to manually charge the battery with a power supply; however, the battery was unable to charge. No further testing was conducted as the battery cannot be opened. The root cause of the reported event was unable to conclusively determined through this analysis; however it was reported that the power module was disconnected from power overnight. If the power module is disconnected from power for prolonged periods of time the power module backup battery may be damaged. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The power module was shipped on (B)(6) 2012. Heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) (rev. C) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) (rev. C) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) (rev. G) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.